Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report event was not returned for evaluation, however, review of the provided photo confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral introducer broke as femoral component impacted into the patient¿s femur. Switched to regular impactor once the introducer broke. No added surgical time and only one piece broke off and removed without any other surgical procedure. Procedure successfully completed. No patient consequence.